Event description:
Analysis was completed on the returned lead. A portion of the lead assembly was not returned and a complete evaluation could not be performed on the entire lead product. During the visual analysis, one coil appeared to be broken approximately 2.5mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the area on one of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type. Two of the remaining broken coil strands were identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. The fourth broken coil strand was identified as having evidence of a stress induced fracture with fatigue appearance and mechanical damage and pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of the metal pitting. With the exception of the observed discontinuity, the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other anomalies were noted.

Event description:
It was reported that a patient was scheduled to have a vns revision after a recent prophylactic replacement on (B)(6) 2016. It was reported that the device was not working. The lead was explanted on (B)(6) 2016 reportedly due to lead discontinuity. Follow-up from the company representative revealed that a lead fracture was not observed during surgery, but high lead impedance was found on diagnostics prior to the surgery. The explanted lead has been received for analysis, which has not been completed to-date. Additional relevant information has not been received to-date.